Manufacturer narrative:
The complaint was escalated for technical investigation to the philips product support engineer (pse) to verify if the intellivue mp5 patient monitor sn: (B)(6) functioned as designed and did alarm. The provided audit logs were reviewed by the philips pse. The intellivue mp5 patient monitor device was confirmed to have alarmed. The equipment was working as designed, configured, and operated. No product malfunction was detected. The results of the audit log review show: 3x red ***xbrady alarms on (B)(6) 2024 between 01:01:08 and 01:03:54. 16x red ***asystole alarms on (B)(6) 2024 between 01:01:20 and 01:52:14. Bedside configuration allows a minimum alarm volume can be set to ¿1¿ which is very quiet - the review of the configuration editor showed that the alarm volume was set to 1. Device logs do not show and indications for a product malfunction on (B)(6) 2024 between 01:01:08 to 01:52:22. Based on the information available and the result of additional analysis conducted, the cause of the reported problem was due to user knowledge. The reported problem was not confirmed. Analysis was performed and investigation has been completed. There is no device malfunction and the reported issue was due to user knowledge. After restart of the device it remains back in use at the customer site. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Correction to serial number in d4 serial #(B)(6).

Manufacturer narrative:
D4 unique device identifier (UDI): the manufacturing date for the reported device is prior to 24sept2016; therefore, no UDI is required. E1: reporting institution phone #: (B)(6). E1: reporter phone #: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the patient passed away while connected to the bedside monitor in the stroke unit. In addition, it was noted there was no audible alarm. No other clinical information or medical intervention was reported. The customer requested assistance in their investigation. Additional information was received, it was indicated the nurse left the unit at the time of the event; therefore, there was no staff to note the alarms. The hospital closed this case. At the time of the asystole event, the nurse was not on the unit; therefore, no one was available to note the alarms. The hospital has since closed the investigation. Based on this information, the device did not cause or contribute to the reported death; however, clinical workflow or hospital unit staff availability were factors.